Event description:
It was reported that a spaceoar was implanted, and the radiation therapy started at a later date. Following the fourth session, the patient developed urinary retention, necessitating a visit to a local clinic for urethral catheter insertion. However, the symptoms persisted, and further evaluation via magnetic resonance imaging and computerized tomography scans at another healthcare facility revealed infection and inflammation, including necrotic inflammation in the perineal region. The inflammation affected the urethra, prostate, corpus cavernosum, and spaceoar area. Drainage and vasectomy procedures were conducted, and the patient was hospitalized for ongoing treatment. The physician attributed the urinary retention to the radiation therapy, suspecting damage or infection of the urethra during catheter placement, which potentially led to the spread of the infection to the prostate and spaceoar gel, following the puncture path in the perineum from the spaceoar implantation.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2326 is being used to capture the reportable event of inflammation. Patient code e1906 is being used to capture the reportable event of infection.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2326 is being used to capture the reportable event of inflammation. Patient code e1906 is being used to capture the reportable event of infection. Block h11: block b5 was updated based on additional information received on october 03, 2024. Block g2 was corrected.

Event description:
It was reported that a spaceoar was implanted, and the radiation therapy started at a later date. Following the fourth session, the patient developed urinary retention, necessitating a visit to a local clinic for urethral catheter insertion. However, the symptoms persisted, and further evaluation via magnetic resonance imaging and computerized tomography scans at another healthcare facility revealed infection and inflammation, including necrotic inflammation in the perineal region. The inflammation affected the urethra, prostate, corpus cavernosum, and spaceoar area. Drainage and vasectomy procedures were conducted, and the patient was hospitalized for ongoing treatment. The physician attributed the urinary retention to the radiation therapy, suspecting damage or infection of the urethra during catheter placement, which potentially led to the spread of the infection to the prostate and spaceoar gel, following the puncture path in the perineum from the spaceoar implantation. Additional information received on october 03, 2024. The patient remains hospitalized and has not yet been discharged.